Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented for follow up - it was noted that the patient had been lost to follow-up - the device could not be interrogated. It was unknown if the patient was symptomatic. The device was explanted and replaced successfully.

Manufacturer narrative:
Analysis was normal. No anomalies were found.